Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system has delivered several inappropriate anti-tachycardia pacing (atp) and shocks due to atrial driven tachycardias with rapid ventricular response (rvr), and due to oversensing of myopotential noise. Low right ventricular (rv) pacing impedance within normal limits was noticed too. Technical services indicated the patient protection is questionable as the rv lead could have an insulation damage. Potential re-programming options for the ICD system and rv lead integrity troubleshooting were recommended. Further information was received indicating the troubleshooting was performed. The observed noise was not reproduced after provocative maneuvers were performed. The ICD parameters were reprogrammed, and the patient will continue to be monitored. The rv lead model/serial was not introduced at the implant procedure, and it is not available on the implant protocol in the hospital archives. No additional adverse patient effects were reported.